Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and nausea, with a blood glucose reading of 500 mg/dl. The mother was unable to troubleshoot at the time of the call. Did review the bolus history, and found some boluses prior to midnight due to late night snacks by the customer. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.